Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient's wife indicated that he is having elevated cobalt chrome levels and that he had issues after implantation since 2017. No revision surgery has been confirmed, no physician evaluation has been received. Additional information received from patient's wife on (B)(6) 2021: patient is scheduled for revision surgery on (B)(6) 2021.